Event description:
It was reported that failure to recapture filter occurred. A transcatheter aortic valve replacement (tavr) was being performed with a sentinel cerebral embolic protection (cps) for embolic protection. After the tavr procedure, during retrieval of the sentinel cps, the proximal filter failed to re-sheath despite attempts. The physician had to remove the cps device in multiple pieces by cutting and snaring from the groin. No patient adverse events occurred.